Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. The leak was identified at the connection of the cassette and the solution bag. It was further reported the connections were properly tightened. This occurred after priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.